Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons were not responding and insulin pump was making a constant tone. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and was constantly beeping due to vertical cracked lcd controller. Unable to verify intermittent button response or stuck button alarm due to blank flashing white light. No moisture damage was found on keypad traces noted. The insulin pump had minor scratched lcd window.